Event description:
It was reported that the tubing of the cadd administration set collapsed during infusion. This in turn led to under infusion. The nurse noted that there was medication left in the bottle after approximately 1.5 hours. The nurse changed the tubing and the medication ran fine on the new administration set. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd high volume administration set was returned for evaluation. No discrepancies were found when device was visually inspected. The administration set underwent accuracy testing. The customer's complaint was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.